Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative reported that the pump was interrogated and showed to have had a motor stall occur on (B)(6) 2018 at 12:52 and recover at 15:05. No further complications have been reported as a result of this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had an magnetic resonance imaging performed and the pump was alarming every 10-15 minutes. The caller was not with the patient and was unable to check the pump. No symptoms were reported. No further complications have been reported as a result of this event. On (B)(6) 2018 (rep): additional information was received from a device manufacturer representative indicated that the alarm was a motor stall recovery alarm. It was reported that after interrogation the alarm stopped. The issue was reported as resolved. No further complications have been reported as a result of this event.